Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007, patient underwent extralaryngeal anterolateral procedure at levels c5-c6. It was reported that on (B)(6) 2016, approximately 114 months postoperative, patient had a cervical CT scan that showed patient may have grade 4 heterotopic ossification and has ankylosed c5-c6 segment. No other treatment was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.